Manufacturer narrative:
D10: 02-020-14-0320 - trul cr por fem cr por right sz 2: (B)(6). 02-022-55-2010 - trul por tib tray size 2f/1t: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: (B)(6) 201-78-98 - 2 pk, schanz pin, 4mm x 130mm: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). A10012 - gps implant kit v2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent an initial right total knee arthroplasty. Subsequently, the surgeon performed a liner exchange and removal of scar tissue due to patient reports of pain. No issues with surgery reported.